Manufacturer narrative:
On january 25, 2024, mentor was notified that the patient was implanted with the suspect medical device during a breast reconstruction surgery. On january 31, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. With the returned device, the product identity was determined as the following: size: 375cc brand name: mentor artoura plus, smooth, high profile catalog: sdc120h lot: 9671066 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 14, 2024, mentor became aware that information was omitted from the event description inadvertently. The patient underwent removal and replacement surgery on (B)(6) 2023. Manufacturer¿s reference number: (B)(4), in the initial, b5 event description should have stated the patient underwent removal and replacement surgery on (B)(6) 2023.

Manufacturer narrative:
On march 01, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed an area of delamination at the union between the injection dome and bladder, causing leakage. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Based on the manufacturing investigation, with consideration of the manufacturing records, the process controls evaluated, and the assessment from the separated bond; the complaint reported could not be confirmed to have been caused by manufacturing error. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor tissue expander. Post-operatively, the patient underwent bilateral removal and replacement with 545cc mentor memorygel boost breast implants for an undisclosed reason. However, during the surgery a deflated right breast implant was discovered. There was no reported procedural delays or patient consequences due to the discovery.